Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a failed battery test alarm a motor error alarm and battery longevity was very short. Customer's blood glucose was unknown. Customer was not able to complete troubleshooting for failed battery test alarm due to not having a battery to complete testing. Customer would call back.